Event description:
High impedance was verified on a patient's vns therapy system during an internal periodic programming history review. On (B)(6) 2019, the device was interrogated, then two system diagnostics were performed that resulted in high impedance and low output current readings. The device was then programmed to a different on and off times. A system diagnostic was performed that again resulted in high impedance and low output current readings. The device was later programmed "off" on this date. On (B)(6)2019, the device was programmed back on, and a system diagnostics test was performed that resulted in ok impedance and ok output current readings. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further follow up with the physician confirmed that the cause of the high lead impedance was due to incomplete lead pin insertion into the generator header during the generator replacement surgery on 02/19/2019. During the revision surgery on 02/22/2019, the patient's lead was reinserted into the generator header, which resolved the high lead impedance. No other relevant information has been received to date.